Event description:
It was reported that within approximately one month from implant, the right ventricular threshold were noted to have jumped dramatically and loss of capture was noted on a remote monitoring transmission. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.